Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Last night blood glucose value was over 500mg/dl and was taking hours to come down. Customer's took a manual injection and blood glucose value came down and it was over 300mg/dl this morning. Customer declined to further troubleshoot for high blood glucose value. Insulin pump will not be returned for analysis.